Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump experienced a compromised force sensor system alarm. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to cracked end cap. However, the operating currents are within specifications and the insulin pump passed self-test, unexpected restart error test, rewind and displacement test. The drive support disk was inspected and no anomalies noted. The insulin pump was received with cracked case at the display window corner and minor scratches on the lcd window.